Manufacturer narrative:
Submit date: 8/2/16. An investigation was performed. This complaint has not been confirmed. The actual sample involved in the reported incident was not returned for evaluations. No additional information, pictures or videos were received. Since no sample was returned for examination, it was not possible to evaluate it as part of a comprehensive failure investigation. A device history review revealed no discrepancies that may have contributed to a complaint of this failure mode. All quality assurance testing performed during manufacturing was acceptable. The quality assurance review of the visual, physical and dimensional evaluation results indicated that the product met specification requirements. In addition, all DHR are reviewed for accuracy prior to product release. When having dialysis on june 7, blood leakage was found at the extension tubes of the catheter. Another catheter was replaced on june 10. No sample or additional information was received for testing and investigation. If the sample is returned in the future, this complaint will be re-opened for further investigation. The available information was analyzed and it did not allow to confirm a root cause for the event, however, dfmea was reviewed in order to identify the possible causes for the failure: extension tube - leaking. The following potential causes were identified in the dfmea or in addition to this document: defective material, operator failed to follow process and inspection procedures, customer misuse, equipment malfunction. None of the complaints have been confirmed manufacturing related issues. No trends or triggers have been found, therefore, a corrective or preventive action is not deemed necessary at this time. A formal corrective and preventative action has been opened for this issue. It must be noted that in-process controls are in place to prevent nonconforming product from leaving the manufacturing activities. In addition, as a preventive action for manufacturing site operations, a monthly complaints report is sent to focus factory personnel, summarizing the latest events reported by the customer.

Manufacturer narrative:
Submit date: 06/23/2016. An investigation is currently underway; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a dialysis catheter. The customer states the patient accepted intubation on (B)(6). When having dialysis on (B)(6) blood leakage was found at the outer part of the catheter. Another catheter was replaced on (B)(6).